Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are all applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined the root cause for the deviations experienced in the or are inaccurate platform fixation points combined with spine instability. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that seven of the ten screws were misplaced. There was a fracture at t12 and l1. The navigation seemed accurate during the case, however after a post-op spin, the screws appeared to be 3mm lateral. The misplace screws were t12, l1, left l2, left t10, and left t11. The surgeon verified known anatomical landmarks which appeared to be accurate. The site finished the case using a navigation system on site, and the same screws appeared to be lateral. There was no patient harm and the procedure was delayed for an hour or longer. Additional information received from a manufacturer representative reported that the fracture was a pre-existing issue that was due to trauma, and the reason for the procedure. There was no deviation with the navigation system.